Manufacturer narrative:
It was reported that the ventilator failed pre-use check. The ventilator has been investigated on site by our field service engineers and it was noticed that the pre-use check has failed with pressure transducer test. The issue has been resolved by replacing the pressure transducer circuit board and by cleaning both inspiratory and expiratory membranes. The replaced part has not been returned for investigation. Thus, no root cause can be established.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).